Event description:
Device malfunction: inaccurate stent delivery. Time of malfunction: during procedure. Symptoms/ae: medical intervention. It was reported that during a stenting procedure in the heavily calcified right internal carotid artery, during deployment of the rx acculink, the patient moved causing the stent to jump distally. The lesion was not fully covered at the carotid bulb. Another rx acculink stent was successfully implanted to cover the remaining portion of the lesion. There was no other adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
Evaluation summary: the device was not returned to abbott vascular for confirmation and evaluation, which may have aided in determination of cause. The available information does not suggest that the device malfunctioned. The event appears to be related to the circumstances for the case and patient anatomical characteristics. Reportedly, the lesion was heavily calcified and during the stent deployment, the patient moved, which may have contributed to inaccurate positioning of the stent. It is likely that operational context contributed to the stent malposition. The rx acculink instructions for use (IFU) provides techniques to ensure intended placement: "ensure that the rotating hemostatic valve (rhv) remains open. Remove any slack from the delivery system and reconfirm the stent position. Caution: prior to stent deployment, remove all slack from the delivery system and while pressing down with the thumb to avoid any forward motion, retract the handle to deploy the stent in the artery." In addition, appropriate sizing of the stent to the vessel is required to reduct the possibility of stent migration. Moreover, based on the instructions for use and clinical commercial experience, the stent migration or stent malposition are potential adverse events associated with carotid artery stenting. The lot history record for this product and similar incident query could not be reviewed because the lot number was not reported. During manufacturing, catheters are inspected for any anomalies prior to being packaged.